Manufacturer narrative:
Result: motion interrupt pan. Conclusion: motion interrupt pan was unjammed from the bed.

Event description:
It was reported by service report that the bed will not lower. No patient involvement or adverse consequences are reported.